Event description:
Avanos onq pump (select-a-flow, on-demand, model cb006) had faulty demand dose button. Patient claims that the button was taking around 2 hours to fill. Per avanos representative, the button should pop up instantaneously, and the orange fill tab should be filled by 30 minutes. This was brought to the attention of our avanos representative and the pump was sent to them for investigation. This is one of four patient cases of product malfunction in the span of 1 month at our hospital.